Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 14.3 mmol/l. The customer states that the reservoir compartment is damaged. The insulin pump will be returned for analysis.